Event description:
The customer reported two of the same model devices were used wherein the guidewires could not be inserted into the needle during an intraoperative interventional endoscopic ultrasonography (eus) procedure involving an olympus single use aspiration needle. After replacing with a different model, insertion was successful without issues and the procedure was completed. There were no health hazard reports due to this event, and no delay reports. MDR record 1 of 2.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, and since the guidewires were not returned a probable or root cause could not be identified. Therefore, the reported malfunction was not confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.